Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that an error occurred. It was also noted that the stylus did not align with the cursor. The computer platform was replaced, stylus calibrated and software reloaded. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required routine service and maintenance. The programmer was returned. No patient complications have been reported as a result of this event. It was further reported that the programmer display was black and that a system error code was displayed. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.